Event description:
Attending surgeon attempted to use the monopolar on the robotic console and asked if the gray cord was plugged in as it wasn't coagulating inside the pt. I looked at the bovie unit and the cord was plugged in and the settings were ok. As the surgeon attempted to use the monopolar cord again, he stated it wasn't working again. As soon as he said this, I walked over to the bovie machine and found the connection between the part of the cord that plugs into the machine and the wire to be smoking and red. I quickly unplugged the cord and it was removed off the field.what was the original intended procedure?robotic prostatectomy w/right nerve sparing.device #1is this a laboratory device or laboratory test?no.